Event description:
Customer reported erroneous test results for glucose were obtained for three patient samples when using the unicel dxc 800 synchron system. The initial test results for the three patients were erroneously low when compared to the retest of the same patient samples. Test results for phosphorus and creatinine were also affected, however an error code was generated. There were no erroneous test results generated. Quality control was within established ranges before and after this event. Erroneous test results were not reported out of the laboratory. There was no death, serious injury or affect to patient treatment as a result of this event.

Manufacturer narrative:
The customer flushed the sample probe and replaced the sample syringe. The customer recalibrated and ran precision samples. The problem was resolved. On (B)(4) 2012, a beckman coulter field service engineer evaluated the analyzer. There were no deficiencies identified. Probable cause was determined to be an obstruction in the sample probe that was removed when the customer flushed the sample probe.